Event description:
Caller reported that the t: slim x2 pump battery would not charge, with the screen dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer managed to charge the pump to 100% and stated no further assistance was needed.